Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a right total knee arthroplasty, a hair was found in the sterile packaging of the tibia. Another tibia was used to complete the procedure. No consequences or impact to the patient.

Manufacturer narrative:
Visual examination of the returned product could not locate any hair or foreign material. The device was returned bagged in a transparent poly bag, the carton box and one sterile cavity were returned opened. Not all packaging materials were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product and the DHR review. However, it cannot be confirmed because the product was opened and handled prior to being returned. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.